Event description:
Caller reported an incorrect time and date on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in updating the pump time and advised monitoring for discrepancies greater than 5 minutes. Caller was informed about the potential effects on uploads and reports due to an incorrect date and acknowledged the information provided.